Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the screw kept coming off due to an internal screw disconnection. Upon further inspection, it was observed that the battery on the printed circuit board was depleted due to normal wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite video system center had a reoccurrence of the internal screw coming off. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the phenomenon, ¿internal screw coming off¿, was reproduced. It was found that the phenomenon occurred due to the splitting of the front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.